Event description:
It was reported to arjo by a customer representative that the side rail was broken. It allegedly did not lock. The same day, the customer facility was visited by an arjo service technician who observed that the side rail was detached from the bed. No injury was reported.

Manufacturer narrative:
It was reported to arjo by a customer representative that the side rail was broken. It allegedly did not lock. The same day, the customer facility was visited by an arjo service technician who observed that the side rail was detached from the bed. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with side rail condition, it was mechanically damaged (the side rail panel and the side rail lower arm which hold the side rail to the bed were disconnected). The circumstances in which the side rail was damaged are unknown. The customer was aware the device malfunction but she did not know how and when it occurred. According to citadel plus instruction for use (831.374_f, extract attached): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was detached and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if there was any patient involved. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.